Event description:
It was reported that while doing a shoulder surgery, the surgeon tried using the dall miles one sided tensioner for the beaded cable and the tensioner would not tension. The surgeon used another tensioner and completed the surgery.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.